Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection identified that the screw had fractured below the top thread, below the screw head. Tapered section below the screw head shows wear marks consistent with insertion attempts. The screw head exhibits damage and fracture from insertion. No other damages were noted. Sem analysis revealed that the fracture was due to torsional overload. Suspected crack initiation and exit areas were identified. Sheared ductile overload dimples were identified near the crack initiation areas. The center of the fracture showed equi-axed ductile dimples. Eds analysis confirmed that the material was consistent with ti-6al-4v alloy. No other issues were identified. The DHR was reviewed and no discrepancies relevant to the reported event were found. Based on the data from sem analysis, the fracture can be attributed to torsional overload. However, the sequence of events that led to the overloading are unknown. Therefore, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation is complete, a follow ¿up MDR will be submitted.

Event description:
It was reported during initial total hip arthroplasty, the screw broke during insertion. No adverse advent was reported. Attempts have been made and additional information on the reported event is unavailable at this time.